Manufacturer narrative:
Reported events of difficult or delayed positioning and device dislodged or dislocated were not confirmed. Specification, visual inspection and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient in clinic for initial implant procedure. During the procedure, the newly placed right ventricular (rv) leadless pacemaker (lp) encountered difficult positioning due to the patient anatomy. Post initial placement in the same procedure, the rvlp was found dislodged via transesophageal echocardiogram and had migrated to the left ventricle, through the foramen ovale. An emergency open heart surgery was performed, and the rvlp was retrieved and replaced. Post procedure, patient had symptoms of shortness of breath and fatigue. Patient condition was discharged home under stable condition eventually.